Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced difficulty urinating, abdominal pain, pain around the rectum, bleeding, infection, perineal wound infection, dysuria, incomplete bladder emptying, white discharge within the vaginal canal and some tenderness, urinary urgency, nocturia, intercourse painful, atrophic vaginitis, urinary frequency, dyspareunia, weakened pelvic fascia, postmenopausal bleeding, abscess, edema, drainage and discharge consistent with a mesh complication, chronic draining sinus, infection involving the mesh, eroded sacrocolpopexy mesh, benign fibroconnective tissue with acute and chronic inflammation, granulation tissue, vaginal bleeding, and actinomyces infection of a mesh. The patient required additional surgical and non-surgical interventions.